Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump powered down without notification. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was squirting our insulin. The insulin pump also received random no delivery alerts. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. All currents within specific range. Device was monitored and no unexpected battery power loss, low battery alarm, failed battery test or failed battery alert, no excessive no delivery alarm, no prime or fill anomaly and no low reservoir alarm noted during the testing. (B)(4).